Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecologic episiotomy, needle detached from the thread. An x-ray was performed to locate/confirm all pieces were found. Surgical time was extended by 1 hour and 30 minutes as a result of the search and time needed for closure.